Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and remote dose connector were replaced. Service history identified the complaint was not related to a previous service of the device within the review period

Event description:
It was reported that the push button port was broken and no longer worked. During physical inspection, it was found that there was a cracked downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.